Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 filed for the same event (reference 1825034-2016-00001 / 00002).

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent revision procedure on (B)(6) 2014 due to patient allegations of metallosis, elevated metal ions, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, local tissue reaction, and metal poisoning. The acetabular shell, modular head, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found 2 (two) circular tool marks in the inner radius of the cup. The inner radius is generally scratched and scuffed. Particles of the foreign debris remaining in the porous coating have transferred to the inner radius through lab handling. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - part: 157446 name: m2a-magnum mod hd sz 46 mm lot: 257800, part: 139258 name: m2a-magnum 42-50 m tpr insrt +3 lot: 238010. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04478, 0001825034-2016-00002-1.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 year post initial implantation due to patient allegations of metallosis, elevated metal ions, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, local tissue reaction, and metal poisoning. During the procedure, corrosion of the taper head junction, fluid collection with hemosiderin, and metal staining of the greater trochanter were reported. The acetabular shell, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
This follow up report is being submitted to report additional information

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to right hip arthritis. Subsequently, the patient was revised due to elevated metal ion levels and metallosis. It was noted in the op reports that there was severe corrosion of the taper head junction. There was also metal staining over the posterior aspect of the greater trochanter. The head, cup, and taper were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.